Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in the report and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(6). As bd life sciences - preanalytical systems had not received any sample, photo, catalog number, and/or lot number from the customer facility for evaluation, an investigation could not be performed as no information was available for review.

Event description:
It was reported during use of an unspecified tube the cap popped off the tube when it was sitting in the rack. Additional information; the client feels this issue is closed as it was due to incorrect usage of the product. There was no report of injury or medical intervention.

Manufacturer narrative:
Additional information was received for pr# (B)(4).  The following field(s) have been updated: medical device catalog #: 364953. Medical device manufacturing site #: (B)(4). Manufacturing location: (B)(4).